Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was using a significant amount of power and patient was in atrial fibrillation (af). Boston scientific technical services (ts) recommended device reprogramming to reduce battery drain due to af. This device remains in service. No adverse patient effects were reported.